Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal rate delivery for a 24 hour period did not total the expected amount. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed an interruption in basal delivery due to a cs (B)(4) call service alarm. The total daily dose was added up and correctly reflected the programmed basal settings. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no inaccuracies in the recorded delivery amounts. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.